Event description:
Customer's mother reported that the insulin pump would spill insulin rather than dripping it out slowly. Blood glucose level at the time of contact was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.